Manufacturer narrative:
No further information regarding the patient's explant could be obtained. Device evaluation indicated that the ipg exhibits normal device characteristics. Functional tests were conducted to ensure the ipg¿s functionality. The lead bodies were cut and only the proximal ends were returned with the ipg. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was explanted for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was explanted for an unknown reason.